Manufacturer narrative:
Literature citation: ping-jui tsai, et al. Is additional balloon kyphoplasty safe and effective for acute thoracolumbar burst fracture?. Bmc musculoskeletal disorders. 2017; 18: 393. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, per tsai 2017 et al, "is additional balloon kyphoplasty safe and effective for acute thoracolumbar burst fracture?", an injectecable bone graft was used as a graft in 61 patients undergoing kyphoplasty or vertebroplasty for thoracolumbar burst fractures. Only one patient had a nonunion at final follow-up requiring surgical intervention. This patient was in the vertebroplasty group.